Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a real time clock failure. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: tthe device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The error was cleared and did not reoccur. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.